Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone; the customer to replace the touchscreen printed circuit board (pcb). Medtronic was not authorized to service the ventilator.

Event description:
It was reported that the ventilator's touchscreen was unresponsive. The ventilator was not on a patient at the time of the event.